Event description:
It was reported that the pt trach became disconnected from the ventricular without alarming. The pt was found unresponsive the next morning.

Manufacturer narrative:
The device has not been returned to the MFR for investigation.